Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedures are being performed in the emergency department. The clinicians are experiencing difficulty when threading the dilator over the spring wire guide. The wire is becoming kinked and causing issues when threading the catheter over the wire. The wire is difficult to remove. As a result, every thing is being removed and they are using a different product. They do not know if this has caused delays in treatment and there has been no patient harm. There are no patient deaths or complications reported. They do not know how many times this has occurred. The sales rep stated she performed an in-service to the emergency department which was having this issue as this product is used all over the hospital. She reviewed the angle they were inserting the dilator and they are coming in at a high angle. The chair of ed feels that the guide wires feel different that they usually did. She noted since her in-service they have not had an issue.